Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor error was received with the adc device and as a result, the customer experienced dizziness, headache, seizure, and/or loss of consciousness. It was further reported that glucose of 35 mg/dl was obtained from an unspecified device and the customer was treated with insulin, glucagon, and/or other drugs by a third party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that a sensor error was received with the adc device and as a result, the customer experienced dizziness, headache, seizure, and/or loss of consciousness. It was further reported that glucose of 35 mg/dl was obtained from an unspecified device and the customer was treated with insulin, glucagon, and/or other drugs by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor error was received with the adc device and as a result, the customer experienced dizziness, headache, seizure, and/or loss of consciousness. It was further reported that glucose of 35 mg/dl was obtained from an unspecified device and the customer was treated with insulin, glucagon, and/or other drugs by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Observed loose sharp to be returned, no issues were observed. The sensor was found to be in sensor state 1 (storage state). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed, therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.